Event description:
It was reported that patient experienced cannula bent event on (b)(6) 2026 along with high blood glucose which was addressed by injection via multiple daily injections.

Manufacturer narrative:
Initial 1 of 1.E1: (b)(6).Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.